Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(4)) does not power on the autopulse platform. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.